Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that while screwing the setscrew into the device header, the setscrew became stuck on the torque wrench and the setscrew came out of the device header. Boston scientific technical services (ts) was contacted for assistance and recommended using a different device. Subsequently, this device was attempted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that while screwing the setscrew into the device header, the setscrew became stuck on the torque wrench. Boston scientific technical services (ts) was contacted for assistance and recommended using a different device. The status of this device is unknown at this time as the serial number was not provided at the time of this report. No adverse patient effects were reported.